Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized due to a transmitter issue. The previous evening when the patient went to bed her blood glucose (bg) was okay (exact value not provided). During the night they got an alert indicating that they needed to pair a new transmitter. The transmitter had been started in (B)(6) 2019, but they did not receive the ¿low battery transmitter¿ alerts. The patient was beginning to look ill (no symptoms provided) so they took a fingerstick and it was 20 mmol/l. Due to not changing the transmitter in time, they were not aware her glucose level was rising, did not get any alert, and could not take action quickly enough to resolve it. They went to the emergency room and the patient¿s ketones were at 1.9 mmol/l. No treatment information was provided. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.